Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a red irritation that caused scars. There was no indication of medical intervention. There is no alleged deficiency. Follow up was attempted but unsuccessful.